Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The revision surgeon is: dr. (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape placement with cystoscopy procedure performed on (B)(6) 2014, for the treatment of stress urinary incontinence. The findings showed a normal bladder with some very redundant bladder noted. There was an incidental cystotomy noted at the time of the left trocar placement on cystoscopy. It was repositioned and noted to be normal at that point. On (B)(6) 2017, the patient was referred to the physician's office for evaluation of a 1-year history of intermittent episodes of hematuria and abdominal pain. A computerized tomography (CT) image revealed what was thought to be a bladder lesion in the dome. There was also calcification on that mass. These findings were confirmed with cystoscopy. Thinking that this represented a transitional cell carcinoma, admission was undertaken at this time for cystoscopy and resection. After induction of general anesthesia, the patient was placed in the lithotomy position and the external genitalia were scrubbed and draped in a sterile manner. The 22-french olympus cystourethroscope was inserted. Endoscopy revealed a calcification overlying what appeared to be a tumor in the right aspect of the dome of the bladder. There was an area of surrounding erythema. No papillary-appearing lesions were identified. The resectoscope sheath was inserted. Initial attempts at resection were unsuccessful. A second and third resectoscope were ultimately obtained. While we were waiting for the equipment to be prepared, the stone was grasped with a grasping forceps and removed. A thunderbeat probe was then inserted and the area in question was resected. This exposed some mesh in the bladder from a previous tvt that was causing the stone and inflammatory changes. The area around this was resected. A small amount of mesh was also removed. The base of the lesion was cauterized until hemostatic. The specimen was irrigated free and submitted to pathology. A 22-french 5 ml foley was inserted and irrigation cleared promptly. The patient was awakened and returned to the recovery area in stable condition.

Manufacturer narrative:
Block h11: block h6 patient codes had been corrected. Block b3 date of event: date of event was approximated to april 10, 2014, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. (B)(6). Block h6: patient codes e1002, e230901, e2006, e2114, and e2326, capture the reportable events of abdominal pain, calcium deposits/calcification (stone), erosion (mesh in the bladder from a previous tvt), perforation (inadvertent cystotomy made during device implant), and inflammation, respectively. Impact codes f1905: device revision or replacement has been used to capture resection of intravesical mesh, and f2203: imaging required for computerized tomography (CT) scan.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape placement with cystoscopy procedure performed on (B)(6) 2014, for the treatment of stress urinary incontinence. The findings showed a normal bladder with some very redundant bladder noted. There was an incidental cystotomy noted at the time of the left trocar placement on cystoscopy. It was repositioned and noted to be normal at that point. On (B)(6) 2017, the patient was referred to the physician's office for evaluation of a 1-year history of intermittent episodes of hematuria and abdominal pain. A computerized tomography (CT) image revealed what was thought to be a bladder lesion in the dome. There was also calcification on that mass. These findings were confirmed with cystoscopy. Thinking that this represented a transitional cell carcinoma, admission was undertaken at this time for cystoscopy and resection. After induction of general anesthesia, the patient was placed in the lithotomy position and the external genitalia were scrubbed and draped in a sterile manner. The 22-french olympus cystourethroscope was inserted. Endoscopy revealed a calcification overlying what appeared to be a tumor in the right aspect of the dome of the bladder. There was an area of surrounding erythema. No papillary-appearing lesions were identified. The resectoscope sheath was inserted. Initial attempts at resection were unsuccessful. A second and third resectoscope were ultimately obtained. While we were waiting for the equipment to be prepared, the stone was grasped with a grasping forceps and removed. A thunderbeat probe was then inserted and the area in question was resected. This exposed some mesh in the bladder from a previous tvt that was causing the stone and inflammatory changes. The area around this was resected. A small amount of mesh was also removed. The base of the lesion was cauterized until hemostatic. The specimen was irrigated free and submitted to pathology. A 22-french 5 ml foley was inserted and irrigation cleared promptly. The patient was awakened and returned to the recovery area in stable condition.